Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert. The alert was triggered due to short v-v intervals indicated to be oversensing and pacing impedance variation on the right ventricular (rv) lead. The r-wave was noted to be decreasing. The lead remains in use. No patient complications have been reported as a result of this event.